Event description:
It was reported that during a device upgrade, the pulse generator exhibited backup vvi mode. The device was exposed to electrocautery during the procedure. After a device software download, normal device function resumed. The device was explanted and replaced.